Manufacturer narrative:
The device was not returned, thus the device was unable to be analyzed/tested. The exact reason for the event cannot be determined based on the information provided.

Event description:
Medwatch report(B)(4) was received from (B)(6) hospital on (B)(6) 2026 stating: nerve stimulator failed to work. The medwatch report stated that the device failure occurred in (B)(6) 2026. The actual date of the event is unknown.